Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the left common femoral artery using a proglide device after an emergent percutaneous coronary interventional procedure. The patient had initially presented with an st-elevated myocardial infarction. Reportedly, the proglide device became entrapped during removal from the anatomy. The lever was returned to its original position and the foot retracted prior to removal attempt. The device separated into two pieces at the guide. The separated sheath was removed via surgical cut down. No vessel damage was noted. Hemostasis was achieved via surgical suturing. The patient coded, chest compressions were performed; however, the patient expired due to a heart attack. According to the physician, the patient coding and subsequent death were not related to the proglide device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.